Manufacturer narrative:
Results: the 3maxc was kinked approximately 61.5 and 65.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed kinks on the mid-shaft. If the device is manipulated against resistance or is otherwise mishandled during use, damage such as kinks may occur. During functional testing, a demonstration guidewire was advanced through the 3maxc without an issue; therefore, the reported complaint could not be confirmed. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 60 reperfusion catheter (ace60), a non-penumbra guide, and a guidewire. During the procedure, while introducing the devices to the patient, the physician encountered resistance and the guidewire became stuck after being advanced approximately ninety centimeters through the 3maxc. It was reported that the same issue had previously occurred on the back table, prior to introduction to the patient. Therefore, the 3maxc was removed from the patient. The procedure was completed using a non-penumbra microcatheter, the same ace60, and a stent retriever. There was no report of an adverse effect to the patient.